Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified a leak between the supply line of the homechoice cassette and supply bag. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a leak between the cassette line of the homechoice cassette and the solution bag tip. This occurred during priming for automated peritoneal dialysis therapy. There was no patient involvement. No additional information is available.